Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, incontinence, and urgency.

Event description:
It was reported that following insertion the patient experienced urinary frequency, incontinence, and urgency.

Manufacturer narrative:
(B)(4). Additional narrative: the reasons that the patient underwent mesh implantation were to treat stress urinary incontinence and sterilization. The concurrent procedures that were performed alongside the mesh implantation were bilateral tubal ligation with hulka clips and cystoscopy. It was reported that patient underwent mesh removal in (B)(6) 2008 due to three years of indescribable vaginal itching, discharge, odor and pain. No additional information was provided. (B)(4)-vaginal itching, (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.